Manufacturer narrative:
Age at time of event: over 70 years. (B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality tested. Visual examination showed no damage or issues. The guidewire was not in the device when returned. The jetstream device dfu lists the compatible guidewires that are to be used with the jetstream device. The initial guidewire that was used during this procedure is not on the list of a compatible guidewires. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Functional analysis was done by completing the aspiration testing of the device. Test result showed that this device did perform as designed per the test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the device became entrapped on the guidewire and there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery. During the procedure, the device became stuck on the non-bsc wire and it was loosing aspiration. The wire was exchanged to a jetstream wire. The same device was attempted for use again, but there were still issues with losing aspiration. The device was replaced with a 2.4mm jetstream and the procedure was completed. There were no patient complications and the patient was fine.